Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during peritoneal dialysis therapy and the patient was connected at the time of the alarm. The patient stated that the supply bag disconnected from the homechoice cassette. During troubleshooting, the patient stated that there was a loose connection.the technical services representative assisted the patient with ending therapy and advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the supply line disconnected from the supply bag, which is a known cause of the reported alarm. The cause of the disconnection could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.